Manufacturer narrative:
The event date was not reported so the aware date was used as an estimate.

Event description:
It was reported that a patient death occurred. It was reported via social media that the patient went in for a watchman closure procedure and the patient died. No further information is available at this time.